Event description:
It was reported that during implant the left ventricular lead moved into the vein resulting in high thresholds. The lead was removed and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.